Event description:
It was reported that during a surgical procedure two of the same lot device malfunctioned, it created a delay and caused excessive bleeding. A third was used from a different lot and functioned normally, the procedure was completed without incident. (Other device on MFR. Report # 2183680-2013-00052).

Manufacturer narrative:
At the time of this report, the device has not yet been returned for evaluation. As a result, a determination cannot be made at this time. If further information becomes available, a gyrus acmi will continue the investigation and update the agency accordingly.